Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box data indicated a cs 054 call service alarm had occurred. During investigation, the pump was powered on and the displayed the verify screen. A blank display was not observed. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked in three places: near top, below bumper pad and between bumper pad and top. A leak test revealed a battery compartment leak. The pump was opened and there was evidence of moisture corrosion on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.